Event description:
It was reported that this iab was inserted into the patient without issue after the facility experienced difficulty inserting the initial iab. The patient expired, however it was not attributed to the device. Related MFR report# 2248146-2014-00081.

Manufacturer narrative:
The device was discarded by the facility and no lot information was provided, therefore an evaluation could not be performed. Products shipped to the facility were identified and device history records for those lots were reviewed. No non-conformances were found related to the reported event. (B)(4).